Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2bdwj implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported the healthcare provider (hcp) was leaning towards it being an allergic reaction versus an infection. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2bdwj, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that a day after the procedure the patient noticed redness, rash, and swelling at both pocket and lead insertion sites. Tyrx was used and the patient had no know allergies to products in tyrx. The caller inquired about the differences in lead types. The issue was not resolved. Additional information was received from a manufacturer representative (rep). The rep reported that there were no impedance issues and that the issue was swelling at the ins and lead site. The issue was unresolved and the patient was receiving antibiotics and steroids.